Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached/broken at site connector. Her highest blood glucose level was reported as 360 mg/dl. The infusion sets had been used for about one to two days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.